Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 75 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During use, the patient developed an access site bleed. As treatment, a blood transfusion was required.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Based on the clinical information provided, the root cause of the access site bleeding was not determined due to insufficient clinical details. The failure mode will be monitored and trended.